Event description:
The facility reports that the caregiver had just finished soaping the resident (he was wet and slippery) when the resident brought his knees into a fetal position causing him to slide to the end of the unit. He then extended his legs and slid off the unit. The caregiver held onto the resident making sure he did not hit his head - but lowered him to the floor while calling for help.

Manufacturer narrative:
An arjo investigator has examined the device and found scratches on the frame. The mattress has several small tears in the corners. Functions test result: the unit is fully operational and is completely up to manufacturer specifications. The facility has had special belts made to connect the side rails to one another. Comments/conclusion by the manufacturer: the root cause of this incident is that the resident had his legs in a fetal position which made it possible for the resident to slip to the end of the trolley (since he was just soaped and was "wet and slippery". This caused the trolley to tip and the resident to fall off the trolley. In our user's manual it is stated that the resident must be lying in the middle of the stretcher both length and breadth wise. In this case, the position of the legs has allowed the resident to slide down in the foot area of the trolley.